Event description:
The drill broke during use. All visible pieces of the drill were retrieved from the patient. Although there was a second drill available there was a 1 and 1/2 hour delay in the procedure. There was no injury to the patient reported.